Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that ten (10) years, three (3) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe prosthetic mitral valve stenosis (mean gradient = 14 mmhg). Due to the patient's comorbidities, a 29mm transcatheter valve was implanted via transapical approach. Tee revealed no perivalvular leak nor residual mitral stenosis. The patient was transferred to the ICU with stable hemodynamics. During the post-operative stay, the patient declined and expired due to multiple factors including aspiration pneumonitis, pulmonary hypertension, and diastolic dysfunction.